Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 600mg/dl. Troubleshooting was performed. The programming and settings were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. It was stated that the customer uses the infusion set up to three days and the reservoir is used only once. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.